Manufacturer narrative:
The customer confirmed with ortho care tsc that the daily qc was acceptable ( all qc passed each day of use ). All patient results have been as expected. Monthly maintenance will be performed as a preventative measure. Ortho care tsc referred the customer to the ortho provue user's guide.

Event description:
The customer reports that their provue has been in use for about 48 hours with no solution a. Both wash containers were inadvertently filled with wash solution b. There was no report of harm to any patient or operator. Complaint: (B)(4).